Event description:
The customer reported that the tubing was cracked and caused a small amount of spray. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The customer did not specify if this was the initial use of the device. The device history record and complaint database could not be reviewed as the customer did not provide a lot number. A follow-up report will be submitted when the investigation has been completed.